Manufacturer narrative:
Prosthetic endocarditis is a serious complication of valve replacement and repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset at 60 days or less postimplant) and late (onset greater than 60 days post-implant). Early-onset generally reflects contamination arising in the perioperative period; if there were ever non-conformances in the sterility or packaging processes, they would most likely manifest at this time. Late-onset occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not related to the sterilization or packaging process. In this case the onset was greater than 60 days post-implant. H11 corrected data: based on the additional information, this event is no longer considered reportable. A2 age.

Event description:
It was learned through implant patient registry and investigation that a patient with a 25mm 11500a aortic valve was explanted after an implant duration of 1 year, two months due to endocarditis. The explanted valve was replaced with a 25mm 11500a valve.per medical records, the patient presented with fever and pain. Workup reveal mssa bacteremia with disseminated infection, embolic strokes, and aortic valve vegetation. On hospital day #10, he underwent a redo avr and redo ascending aortic graft. Intraoperatively there was small pus pocket around previous sternal wires and posterior to the previous graft, aortic valve was covered in infection with large vegetation on the cusp. After debrided, a 25mm 11500a valve and 28mm dacron graft were implanted. Tee demonstrated both ventricles moving well. The patient tolerated the procedure well and was transported in stable condition to the ICU.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a patient with a 25mm 11500a aortic valve was explanted after an implant duration of 1 year, 2 months due to unknown reason. The explanted valve was replaced with a 25mm 11500a valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.